Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right atrial lead exhibited noise resulting in inappropriate mode switch events. The noise could be reproduced with isometrics and pocket manipulation. The patient was asymptomatic to noise. All other electrical measurements were stable and in range. The device was reprogrammed with decreased atrial sensitivity. The patient's condition was fine and would continue to be monitored.